Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric procedure. According to the reporter: the load did not fire at all. It only cut the tissue. There was bleeding in excess but it was not over 500cc. A blood transfusion was not necessary. The surgical time was extended by one hour because, it was necessary to perform a manual suture. The event prolonged the hosp stay by one week because the pt had to be under observation due to the increased possibility of fistula.

Manufacturer narrative:
(B)(4).